Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold and high impedance measurements. The lead was then replaced. No additional adverse patient effects were reported.